Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and causes injury and damages to the patient, including, but not limited to, perforation of the optease filter through the ivc, migration of the filter, and removal of the filter. According to the information provided the patient is also reported to be experiencing mental anguish. According to the medical records the indication for the device implant was extensive bilateral lower extremity deep vein thrombosis (dvt) and bilateral extensive pulmonary emboli (pe) including possible clot in the left main pulmonary artery. The filter was placed urgently due to the emboli. A stat bedside ultrasound of the left lower extremity was performed which showed non-occlusive clot in the left iliac, common femoral vein and the femoral vein, therefore internal jugular vein approach was decided. After initial access was obtained a venogram was performed and showed a widely patent ivc. The filter was deployed below the level of the renal veins. Post deployment picture showed that the lower end of the filter did not open well and the filter was in an oblique in the ivc. The etiology of this was unclear at the time. A hand injection through the sheath was performed which showed the ivc filter to appear through the wall of the ivc. However, there was no evidence of any dissection or perforation. There was no dye stain. Differential diagnosis at this point included the lower end of the filter may have gone into an anomalous side branch or a diverticulum which was not seen on the initial cava gram. Also, the major concern was that the filter may have gone through the wall of the ivc and because of the low-pressure in the veins may not be showing any perforation at this time. The patient was stable throughout the procedure and did not have any pain. As a precaution cardiothoracic surgery was consulted for possible retrieval of the filter. The following day the filter was retrieved through an open laparotomy. After the laparotomy was done the filter was seen in an unusual branch of the ivc. The device was successfully retrieved with a gooseneck snare and second filter was placed via the right internal jugular vein. The optease filter with the help of an obturator was advanced up to the level of the l3 and l4 vertebrae which was below the renal vein and above the iliac bifurcation. Here the filter was successfully deployed. There was full expansion of the filter. Inferior vena cava post filter placement was done. However, the picture quality was poor but the filter appeared to be in good position between l3 and l4 vertebrae. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15211630 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, tilt, migration and perforation with incomplete expansion could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in this report is the complaint awareness date.   As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the optease filter through the inferior vena cava, migration of the optease filter, and removal of the optease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the migration contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and causes injury and damages to the patient, including, but not limited to, perforation of the optease filter through the inferior vena cava, migration of the optease filter, and removal of the optease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that the patient had a history of bilateral lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). The original optease filter was deployed through an internal jugular approach below the renal vein and above the iliac bifurcation. However, a post deployment picture showed that the lower end of the filter did not open well and that the filter was in an oblique/tilted fashion. Although the patient profile form (ppf) and the original reported event reports the ivc was perforated by the filter, the medical records state that there was no evidence of perforation. The patient was stable through the index procedure and had no pain. During the removal procedure a day post implantation, the original filter was noted to be in an unusual branch of the ivc. The original filter was successfully removed and another optease filter was successfully deployed at the level of the l3 and l4 vertebrae without any reported complications. The newly deployed filter appeared to be in good positon. According to the information received in the ppf, the patient reports to be suffering from mental anguish. Additional information is pending and will be submitted within 30 days upon receipt.